Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1east drawer 4.1 failed. The customer attempted to move the bus cable, recover the drawer, and restart the system, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer determined that the pyxis module controller and half height drawer controller 4.1 had failed and replaced both components, allowed the application to launch and complete firmware updates for the replaced components, then performed diagnostic testing, which completed successfully. Random medication inventory was performed in the application with an escort present. The system functioned as intended after the field service engineer repaired the device.